Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a acu watchdog failure. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a primary audible alarm bgnd test error. The device was visually inspected and there were no damages. A visual inspection was performed and the reported issue was confirmed per the event history log. The probable cause of the reported issue was due to electrical component interference with the speaker assembly. As a result, the speaker was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.